Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/02/2016 with the following findings: no power issues were observed in the black box history. There was no data in the pump from the time of the reported power issue; the data was overwritten due to continued use. No damages were found to the battery cap or to the battery compartment. The battery cap was able to attach securely to the pump. The pump was able to power on normally with no alarms. The pump was exercised for 24 hours with no alarms or power issues occurring. The pump was opened and no damages were found to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.